Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain due to eroded mesh. The physician's office was contacted; the patient's date of birth is required to retrieve any additional information. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.